Event description:
Received customer email. She ran control test and received result of 300mg/dl. Control range not provided. Assumed range is approx 104-143mg/dl. No adverse events alleged. Emailed customer to call for further troubleshooting. There has been no additional contact at this time. No product expected to be returned.